Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition occurred. The device was recalibrated to address the issue.